Event description:
Related manufacturer report number 1627487-2022-04015. It was reported that, during an ipg replacement, the extensions were found to have high impedances. In turn, physician decided to explant and replace the extensions. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of extension a identified broken wires in the header causing an electrical open on all channels. This would have caused the high impedance observed in the field and contribute to the patient¿s loss of therapy. The broken wire is consistent with the extension being subjected to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.